Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed varying resistance/impedance. Weekly pace lead impedance trend shows max right ventricular (rv) pace impedance elevation and variation beginning (B)(4)-2009. Values steady around 700 ohms until this date when then fluctuate between 736 ohms and 1408 ohms. On (B)(4)-2010, max rv pace impedances show more consistently between 1400-1600 ohms. All other measurements unremarkable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was potentially a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.